Event description:
The customer stated a female patient who historically generated tsh results of 0.02 to 0.05 miu/l generated a result of 1 (no units of measure provided) with the beckman dxci tsh method). When another sample was tested with the architect tsh method, a falsely depressed result of 0.027 miu/l was generated. Repeat architect testing generated a result of 0.029 miu/l. The patient's free t3 and free t4 values were normal. This same sample was sent to another lab for testing by an electrochemiluminescence method and a result of 0.99 miu/l was generated. Protein electrophoresis testing did not determine an anomaly with the sample. The customer tested the sample for heterophilic antibodies and no neutralization of the sample occurred. A biologist specializing in the specificity of sera suggested testing to determine the presence of anti-mouse antibodies, therefore, the customer sent a sample to this specialist for additional testing. There was no impact to patient management due to the falsely depressed tsh result.

Manufacturer narrative:
Complaint searches were performed on both the architect tsh assay and reagent lot 08920jn00 and no atypical complaint activity related to the customer observation and this is the only complaint for this reagent lot. Accuracy testing was performed using a pre-approved protocol with retained samples of architect tsh lot 08920jn00; validity and acceptance criteria were met, therefore, the reagent lot is performing acceptably and within label claims. No patient sample was available for evaluation, however, the data in the ticket reasonably suggests that a malfunction occurred since the customer observed a discrepant patient result using architect tsh reagent lot 08920jn00 in comparison to the beckman method and the electrochemiluminescence method. In summary, no product deficiency was identified during the evaluation of the customer issue.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.